Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Cuts were observed in the forceps wire due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The bending section cover adhesive was missing. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the forceps elevator wire on the evis lucera duodenovideoscope was broken. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the lighting lens was peeling off and a gap in the tip adhesive or dirt has entered the lens through the gap. This report is to capture the reportable malfunction of the adhesive on the lighting lens was peeling off and a gap in the tip adhesive or dirt has entered the lens through the gap noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.